Event description:
It was reported that the patient was seen in-clinic with low impedance. Per the physician, the patient's ex-husband attempted to strangle her several months ago, leading to neck bruises. The physician was unsure if the lead had been damaged or not, and the patient has been referred to a surgeon for further evaluation. No other relevant information has been received to date. No known surgical intervention has occurred to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The physician later reported that there was an associated increase in seizures with this low impedance condition.

Event description:
It was reported that the patient underwent a full revision due to the reported low impedance. The explanted devices have not been received by the manufacturer to date. No other relevant information has been received to date.